Event description:
It was reported that the patient experience a leak during peritoneal dialysis (pd) therapy. The leak was identified to be around the spike of the transfer set. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A used sample was returned for evaluation. A visual inspection was performed with the naked eye and a microscope, an unrelated issue was noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. A uv spike diameter was measured and was found to be within specification. A pressure test was performed with no issues noted. The reported problem could not be identified or duplicated during the evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable transfer set was identified. A sample of the device was received and is pending evaluation. Should relevant additional information become available, a follow-up report will be submitted.